Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one week following device implantation, the implantable cardioverter defibrillator (ICD) setscrew for the atrial lead was loose. It was also noted that atrial lead impedance was high at over 3000ohms. The screw was tightened and lead function was confirmed after tightening. The device remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.